Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was experiencing an achy sensation during cycling, along with the presence of two lumps at the base of the penis on both sides. The patient was suggested to schedule an appointment with a physician. The ipp is currently implanted. No further details were provided.

Manufacturer narrative:
B3 is an approximated. D4 unique identifier (UDI) for reservoir: (B)(4).